Manufacturer narrative:
This report is submitted on august 03, 2022.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (1.5 tesla). The clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains and surgery to replace the magnet is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Surgery to replace the magnet has been completed on (B)(6) 2022. This report is submitted on september 13, 2022.